Event description:
During a follow-up, a loss of capture on the atrial lead was noted due to lead dislodgement. During the lead repositioning, no sensing and no capture were noted and the lead could not hold it's position in the heart due to patient anatomy. The physician explanted and replaced the lead. The patient was stable with no adverse consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix fully extended and clogged with blood and tissue. Visual inspection of the lead did not reveal any anomalies with the exception of procedural damage. The helix extension length was within specification. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Based on the device analysis and the information received, the cause of the reported incident could not be conclusively determined.